Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, episodes of non-sustained v oversensing were observed. Programming changes were made. The lead was later explanted and replaced. An unspecified capture issue was noted. The patient was fine.